Event description:
Caller states that for one comparison device produced a result of 5.4 inr while the lab read 3.1 inr. When a different patient tested on the same vial of test strips using another device , the device read 4.6 inr while the lab read 2.6 inr. Caller states that both patients had their medications held until the lab returned. No adverse event reported and no treatment received. Caller states that there are no strips remaining from this box of test strips.